Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited high capture threshold and out of range impedance. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.